Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/left and right lower side pain') and endometritis ('chronic endometritis') in a 35-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis, adenomyosis, paratubal cyst, dysmenorrhea, dyspareunia, lower abdominal pain, uterine prolapse and nabothian cyst. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), toothache ("dental problems:tooth hurt"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/umbilical pain"). On (B)(6) 2016, the patient experienced uterine prolapse ("reproductive system disorder or condition type of disorder or condition: uterine prolapse"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pain in extremity ("leg pain"), fatigue ("fatigue"), abdominal distension ("bloating") and abdominal pain lower ("painful cramps") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy; partial left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the endometritis, headache, abdominal pain upper, back pain, dyspareunia, pain in extremity, fatigue, abdominal distension, abdominal pain lower, migraine, weight increased, vaginal haemorrhage, menorrhagia, uterine prolapse, nausea, toothache and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, toothache, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had a need for additional surgery. It was reported that on (B)(6) 2012, essure micro inserts were placed to an appropriate position. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/left and right lower side pain') and endometritis ('chronic endometritis') in a 35-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis, adenomyosis, paratubal cyst, dysmenorrhea, dyspareunia, lower abdominal pain, uterine prolapse and nabothian cyst. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/umbilical pain"). On (B)(6) 2016, the patient experienced uterine prolapse ("reproductive system disorder or condition type of disorder or condition: uterine prolapse"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pain in extremity ("leg pain"), fatigue ("fatigue"), abdominal distension ("bloating") and abdominal pain lower ("painful cramps") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy; partial left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the endometritis, headache, abdominal pain upper, back pain, dyspareunia, pain in extremity, fatigue, abdominal distension, abd. Most recent follow-up information incorporated above includes: on 21-nov-2019: pfs received- new event vaginal bleeding, menorrhagia, migraines / headaches, uterine prolapse, nausea, dental problems, dysmenorrhea, abdominal pain were added, lab data was added. Event coding changed from dental problem to tooth hurt. Reporters information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and endometritis ('chronic endometritis') in an adult female patient who had essure (batch no. 899637) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis, adenomyosis, paratubal cyst, dysmenorrhea, dyspareunia, lower abdominal pain, uterine prolapse and cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain upper ("stomach pain"), back pain ("back pain"), dyspareunia ("painful intercourse"), pain in extremity ("leg pain"), fatigue ("fatigue"), abdominal distension ("bloating"), abdominal pain lower ("painful cramps") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy; partial left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometritis, headache, abdominal pain upper, back pain, dyspareunia, pain in extremity, fatigue, abdominal distension, abdominal pain lower, migraine and weight increased outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, back pain, dyspareunia, fatigue, headache, migraine, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: patient had a need for additional surgery. It was reported that on (B)(6) 2012, essure micro inserts were placed to an appropriate position. Most recent follow-up information incorporated above includes: on 26-aug-2019: reporter, medical history was added. Lot number added. Added event chronic endometritis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and endometritis ('chronic endometritis') in an adult female patient who had essure (batch no. 899637) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis, adenomyosis, paratubal cyst, dysmenorrhea, dyspareunia, lower abdominal pain, uterine prolapse and cyst. On (B)(6)2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain upper ("stomach pain"), back pain ("back pain"), dyspareunia ("painful intercourse"), pain in extremity ("leg pain"), fatigue ("fatigue"), abdominal distension ("bloating"), abdominal pain lower ("painful cramps") and migraine ("migraines") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy; partial left salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, endometritis, headache, abdominal pain upper, back pain, dyspareunia, pain in extremity, fatigue, abdominal distension, abdominal pain lower, migraine and weight increased outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, back pain, dyspareunia, fatigue, headache, migraine, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: patient had a need for additional surgery. It was reported that on (B)(6)2012, essure micro inserts were placed to an appropriate position. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/left and right lower side pain') and endometritis ('chronic endometritis') in a 35-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis, adenomyosis, paratubal cyst, dysmenorrhea, dyspareunia, lower abdominal pain, uterine prolapse and nabothian cyst. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/umbilical pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and toothache ("dental problems:tooth hurt"). On (B)(6) 2016, the patient experienced uterine prolapse ("reproductive system disorder or condition type of disorder or condition: uterine prolapse"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain lower ("painful cramps"), headache ("headaches"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pain in extremity ("leg pain"), fatigue ("fatigue"), abdominal distension ("bloating") and pruritus ("itch all over") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy; partial left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the endometritis, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, headache, abdominal pain upper, back pain, dyspareunia, pain in extremity, fatigue, abdominal distension, migraine, weight increased, uterine prolapse, nausea, toothache and pruritus outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pruritus, toothache, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had a need for additional surgery. It was reported that on (B)(6) 2012, essure micro inserts were placed to an appropriate position. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/left and right lower side pain') and endometritis ('chronic endometritis') in a 35-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis, adenomyosis, paratubal cyst, dysmenorrhea, dyspareunia, lower abdominal pain, uterine prolapse and nabothian cyst. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/umbilical pain"). On (B)(6) 2016, the patient experienced uterine prolapse ("reproductive system disorder or condition type of disorder or condition: uterine prolapse"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pain in extremity ("leg pain"), fatigue ("fatigue"), abdominal distension ("bloating") and abdominal pain lower ("painful cramps") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy; partial left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the endometritis, headache, abdominal pain upper, back pain, dyspareunia, pain in extremity, fatigue, abdominal distension, abd most recent follow-up information incorporated above includes: on 14-jan-2020: social media received : reporter information added. Event - itch all over added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain upper ("stomach pain"), back pain ("back pain"), dyspareunia ("painful intercourse"), pain in extremity ("leg pain"), fatigue ("fatigue"), abdominal distension ("bloating") and abdominal pain lower ("painful cramps"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, abdominal pain upper, back pain, dyspareunia, pain in extremity, fatigue, abdominal distension and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, back pain, dyspareunia, fatigue, headache, pain in extremity and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/left and right lower side pain') and endometritis ('chronic endometritis') in a 35-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis, adenomyosis, paratubal cyst, dysmenorrhea, dyspareunia, lower abdominal pain, uterine prolapse and nabothian cyst. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/umbilical pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), nausea ("nausea") and toothache ("dental problems:tooth hurt"). On (B)(6) 2016, the patient experienced uterine prolapse ("reproductive system disorder or condition type of disorder or condition: uterine prolapse"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), abdominal pain lower ("painful cramps"), headache ("headaches"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pain in extremity ("leg pain"), fatigue ("fatigue"), abdominal distension ("bloating"), pruritus ("itch all over") and memory impairment ("memory problem") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy; partial left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the endometritis, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, headache, abdominal pain upper, back pain, dyspareunia, pain in extremity, fatigue, abdominal distension, migraine, weight increased, uterine prolapse, nausea, toothache, pruritus and memory impairment outcome was unknown. The reporter provided no causality assessment for endometritis with essure. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, memory impairment, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, pruritus, toothache, uterine prolapse, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had a need for additional surgery. It was reported that on (B)(6) 2012, essure micro inserts were placed to an appropriate position. Current weight 160 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/left and right lower side pain') and endometritis ('chronic endometritis') in a 35-year-old female patient who had essure (batch no. 899637) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometritis, adenomyosis, paratubal cyst, dysmenorrhea, dyspareunia, lower abdominal pain, uterine prolapse and nabothian cyst. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines / headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/umbilical pain"). On (B)(6) 2016, the patient experienced uterine prolapse ("reproductive system disorder or condition type of disorder or condition: uterine prolapse"), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain upper ("stomach pain"), back pain ("back pain"), pain in extremity ("leg pain"), fatigue ("fatigue"), abdominal distension ("bloating") and abdominal pain lower ("painful cramps") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total vaginal hysterectomy; partial left salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and abdominal pain was resolving and the endometritis, headache, abdominal pain upper, back pain, dyspareunia, pain in extremity, fatigue, abdominal distension, abd most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New reporter added. New event memory problem added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), abdominal pain upper ("stomach pain"), back pain ("back pain"), dyspareunia ("painful intercourse"), pain in extremity ("leg pain"), fatigue ("fatigue"), abdominal distension ("bloating"), abdominal pain lower ("painful cramps"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, headache, abdominal pain upper, back pain, dyspareunia, pain in extremity, fatigue, abdominal distension, abdominal pain lower, migraine and weight increased outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, back pain, dyspareunia, fatigue, headache, migraine, pain in extremity, pelvic pain and weight increased to be related to essure. The reporter commented: patient had a need for additional surgery. Most recent follow-up information incorporated above includes: on 1-nov-2017: follow up from summons received-events migraines, weight gain added and event pain clubbed with earlier event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.